Manufacturer narrative:
Manufacturer received the chair and determined the braze joint has broken. There is no history to suggest a product problem. There is no injury reported. This appears to be an isolated incident. Manufacture continues to investigate.

Event description:
The consumer was being pushed in his chair when the chair allegedly collapsed when the left weldment broke, causing the consumer to fall to the floor. No serious injury is alleged.